Manufacturer narrative:
The event occurred in (B)(6). Occupation ni equals lay user / patient.

Event description:
The customer complained of 2 occurrences of questionable results from their coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.6 inr and within 7 hours the result from the laboratory was 2.70 inr. On (B)(6) 2019 the result from the meter was 3.40 and within 7 hours the result from the laboratory was 2.60 inr. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The customer's test strips have been requested for return. Relevant retention test strips (lot 297787) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.